Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-apr-2026. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lots a25205, a25218, and b26011.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Other lots to be investigated: product# lot# mgf date expiry date 09p81-25 , b26011 , 11-jan-2026 ,19-sep-2026, 09p81-25 ,a25205, 23-jul-2025, 01-apr-2026. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 83 year old female patient with presented with diabetes, hypertension, anemia, copd, ventricular disorder (previous surgery) to reduce tachycardia, consulted for progressive vertigo, no loss of speech, no vision loss, no drs, no nausea, no abdominal pain, difficulty walking due to vertigo. There was no additional patient information available. Customer is alleging lots a25218, b26011 and a25205. However, lots were not associated with any specific result. Return product is available for investigation. Method: date: collected: tested result: sample pos/neg: I-stat , (B)(6) 2026 , 21:30 , 22:00, 199.6 ng/l, a , pos, I-stat , (B)(6) 2026 , 23:20, 23:21 , 252.1 ng/l, b , pos, I-stat , (B)(6) 2026 , 02:40 , 02:42 , 274.7 ng/l, c , pos, I-stat , (B)(6) 2026 , 06:55 , 06:58 , 377.7 ng/l, d , pos, dimension, (B)(6) 2026, 06:55, 07:07, 6 ng/l , d , neg, dimension, (B)(6) 2026, 06:55 , 07:40 , 6 ng/l , d , neg , architect , (B)(6) 2026, 06:55, 11:30, 3.22ng/l , d, neg, biomérieux , (B)(6) 2026 , 06:55 , 11:30 , 26.1ng/l , d , pos beckman (B)(6) 2026, 06:55 , 11:42, 5 ng/l , d , neg , I-stat , (B)(6) 2026 , 10:30 , 10:49 , 363.9 ng/l , e , pos, I-stat , (B)(6) 2026, 10:30 , 10:54 , *** , e , na, I-stat , (B)(6) 2026, 10:30 , 11:15 , 259.9ng/l , e , pos, I-stat , (B)(6) 2026, 10:30 , 11:41 , 211.1 ng/l , e , pos, I-stat , (B)(6) 2026, 10:30 , 11:45 , 214.6ng/l , e , pos, I-stat , (B)(6) 2026, 10:30 15:30 , 396.4 ng/l , e , pos, I-stat , (B)(6) 2026, 10:30 , 15:31, 474.6 ng/l, e , pos, I-stat , (B)(6) 2026, 10:30 , 14:59, 247.8 ng/l , e , pos, I-stat , (B)(6) 2026, 10:30 , 11:09, 0.00 ng/ml, e , neg, dimension, (B)(6) 2026, 10:30 , 11:15, 6.4 ng/l , e , neg, I-stat , (B)(6) 2026, 10:30 , 11:26, 0.00 ng/ml, e , neg, architect, (B)(6) 2026, 12:11 , 12:42 , 3.2 ng/l, f , neg, biomérieux , (B)(6) 2026 , 12:11 , 12:42 , 27.9 ng/l , f , pos. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).